Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2017-07412. .it was reported the patient stopped receiving effective stimulation due to lead migration. An x-ray was taken to confirm migration. Patient underwent surgical intervention on (B)(6) 2017 to reposition the one of the leads, the other lead was explanted due to scar tissue. Therapy has been restored post-operatively.